Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third-party service center. Evaluation confirmed the reported complaint. A replacement top case was requested to address the issue. Resmed reference#: (B)(4).